Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" although specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer addressed bg level via correction injection by manual dose injection. Reportedly, tandem technical support assisted customer in making settings adjustments to better fit their needs.